Manufacturer narrative:
Device evaluated by MFR.: there was solidified contrast in the balloon and inflation lumen. The inner shaft was buckled 2mm from the distal edge of the distal markerband. The inner diameter was within specification. Functional testing was performed by loading a .014" guidewire into the tip and completely advancing through the wire lumen without encountering any unusual resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the catheter froze on wire. The lesion being treated was located in the calcified, moderately tortuous, mid left anterior descending artery. Using a non-bsc guide wire, the physician inflated a 15mm x 3.00mm nc quantum apex mr balloon catheter at 18atms twice, in the target lesion. Upon removal, the physician felt resistance between the catheter and guide wire. The guide wire and catheter were removed as a unit and separated outside of the patient. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the catheter froze on wire. The lesion being treated was located in the calcified, moderately tortuous, mid left anterior descending artery. Using a non-bsc guide wire, the physician inflated a 15 mm x 3.00 mm nc quantum apex mr balloon catheter at 18 atms twice, in the target lesion. Upon removal, the physician felt resistance between the catheter and guide wire. The guide wire and catheter were removed as a unit and separated outside of the patient. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).